Event description:
It has been reported to philips that the geometry pc failed to startup. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the start of planned non-emergency vascular treatment when the issue occurred, and the procedure got delayed and it was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. During troubleshooting, the fse identified that the geometry control pc was intermittently failing. Fse checked the pc connections and found a defective ethernet connector at x10. The fse fixed the defective connector. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.